Manufacturer narrative:
This follow-up report is being filed to relay that the previous report submitted on nov 21, 2017 was submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under (B)(4).

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was found a black color foreign substance in the sterile packaging. The device was used for the patient.